Event description:
Reporter initially noted system was not responding as expected; requested pm service call. Additional information received noted case was cancelled due to increased pressure in anterior chamber; doctor did not want to continue. Current patient status is unk.

Manufacturer narrative:
A company service rep checked system; found it met performance specifications. Unable to duplicate performance problem reported. Root cause can't be determined from this investigation. Multiple questionnaires have been sent; none returned to date.